Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Device data shows power consumption is increasing in a gradual fashion. Technical services advised device replacement. No adverse patient effects reported. Currently the device remains in service. Additional information was later received from the field that confirmed the device has been explanted and replaced successfully. No additional adverse patient effects reported.